Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. Blood was noted in the tubing. The following was rpt'd to datascope on 10/3/97: on 8/20/97, changes were noted in balloon tracing and the pump started alarming. The pump started alarming "leak" again after 15 minutes. Blood was noted in the tubing and the iab was removed. As of 9/12/97, the pt was in hepatic encephalophy, had a leg wound infection, and was being paced. Event complications: unk - rpt'd 9/2/97 and on 10/3/97. Pt current status: hepatic encephalophy.